Event description:
It was reported that a patient underwent an irrigation and debridement procedure for an infected hip. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Part and lot numbers could not be obtained, therefore device history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.